Event description:
It was reported that the patient was not receiving adequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced with a non-rechargeable device due to patient's preference. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.